Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, pediatric patient experienced a skin reaction with itching, pimples, heat skin and an infected lump at the needle puncture site. The patient consulted a doctor on (B)(6) 2022 because of the infected lump and the doctor prescribed oral antibiotics (flucloxacillin, no information about the dosage). The patient recovered and is doing well. At the time of the report the patient stated their arm was a bit sore. No additional patient or event information is available.